Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient is status post op total hip. She was done approximately 10-12 years ago. She came in for follow up complaining of pain. Surgeon worked her up. Through testing he determined she had a high cobalt level. He scheduled her for revision surgery. The surgeon was done today (B)(6) 2017. Doctor noted no soft tissue damage. The head was secure on the stem with some evidence of metal debris. He removed the head with several strong hits with a mallet and tamp. The trunnion appeared to be in good shape. He removed and replaced the liner. He impacted a new sleeve on the stem. It was secure. He then impacted a ceramic head on the sleeve. The operation was completed successfully.